Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited no output, exitblock. The device was not used and replaced with a new device successful. The patient was stable post procedure.